Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During a thoraco-lobectomy procedure, the reporter states that the adapter status indicator illuminated green while loading the reload onto the handle. The reload automatically articulated. After the removal of adapter, the adapter status indicator illuminated green. It was replaced by a different handle and the device worked fine. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is no problem. Additional tissue resection was not required. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.